Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing separation and leak during a code, causing a delay in care. There was no injury to the patient.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is no longer MDR reportable.

Event description:
The customer reported a tubing separation and leaking during a code, causing a delay in care. There was no injury to the patient.